Event description:
Patient reported implants were affected by the recall and capsular fibrosis. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and capsular contracture, baker grade ii with pain. The device remains implanted.

Event description:
Patient reported rupture and capsular contracture, baker grade ii with pain. Healthcare professional reported "suspicion of implant defect", and capsular contracture "grade ii." Later healthcare professional reported " pain, burning sensation, fatigue, implant defect, capsular contracture baker grade ii". Record is for left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., b.3., b.6.